Event description:
A (B)(6) female patient contacted zoll customer support to report that there was a damaged cable on her electrode belt. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summery: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon evaluation, the trunk cable connector housing was broken and the locking nut was missing. The damaged connector prevented the e-belt from properly connecting to a monitor. The root cause of the damaged connector cannot be positively identified but is likely a result of excessive force when mating the belt with the monitor. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.